Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while crossing the native valve, an abdominal aortic aneurysm ruptured. The abdominal aneurysm was pre-existing. The valve was deployed to 80% when the patient began to crash. The patient died. The cause of the abdominal aortic aneurysm rupture is unknown, and it is unknown whether the delivery catheter system (dcs) was a contributing factor. Per the physician, "the delivery system passing the aneurysm would be the only part of the system that could have had anything to do with this". It is unknown whether an autopsy will be performed.